Event description:
Report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported that the explantation of a philos plate, one screw couldn't be removed. A screwdriver broke during trial to remove the screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for one unknown - screw locking/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.